Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. Examination of the returned distal portion found that the inner coils were compressed at 27.9 cm to 29.3 cm from the distal tip and the coil lumens were breached in the same region. The damage sustained resulted from clavicular crush.

Event description:
This report is to advise of an event observed during analysis.